Event description:
Additional information received on 25apr2025: the filter was successfully surgically removed from the patient.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: two months after placement a celect-pt filter could not be hooked for retrieval due to tilt. A snare became entangled in the filter and attempts to untangle resulted in the filter became inverted and the filter hook appeared embedded in the caval wall. The filter was successfully surgically removed. No imaging could be obtained and based on the information provided only it would be inappropriate to speculate at what may or may not have caused the filter to tilt and consequently the unsuccessful retrieval attempt. Reportedly, the patient had a large ivc, but the ¿diameter was not measured¿, thus unknown if it had any impact on the filter position/orientation. According to the instructions for use filter placement in a megacava (diameter of the ivc > 30mm) is contraindicated. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: approximately 60 days/2 months ago, the patient had a celect platinum filter placed. On (B)(6) 2025, the patient underwent a filter retrieval procedure. Initially, the g53008-vrs-6.0-90 was used for retrieval, however the hook was unable to be captured as the filter was tilted. A merit en snare was then introduced for retrieval. The en snare ultimately became tangled on a strut of the filter. The user attempted to untangle the en snare from the filter for approximately 3 hours during which time the filter became inverted, and the hook appears embedded in a caval wall. Patient outcome: the user aborted the filter removal, and the patient was sent to have the filter surgically removed. The patient surgery completion and outcome are unknown at this time.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D1-d4) catalog# is unknown but referred to as cook celect filter. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.